Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, devices with download delayed, and the device appeared to be experiencing communication issues. The issue was first reported when patient orders were not visible on the device, requiring staff to use overrides. The devices with download delayed message was observed on the hsv. As a precautionary measure, the data cable was replaced. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 30-oct-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device had a delayed download. A technical support specialist (tss) attached a relevant knowledge article, which resolved the issue with a non-specific resolution and marked it as resolved. Verification could not be confirmed, as no logs were available due to the device being disconnected. It was noted that the station had not been upgraded for some time, and a capture error appeared when the issue was raised by the customer. The details were explained to the customer, and the customer granted permission to close the case. The system functioned after the technical support specialist troubleshot the device.